Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm longer than 48 hours, the site was irritated, swollen, painful with an infected abscess. The patient visited the emergency room (ER) where the abscess was removed from under the skin and was prescribed antibiotics of 1000mg (name unspecified) to be taken twice a day for 7 days.